Manufacturer narrative:
Device evaluation: opening, crease fold, wear abrasion, stress marks, yellow particles. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify an opening crease sharp on anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior due to a fold flaw opening.

Event description:
Patient reported a left side "deflation, knot developed under breast, brown liquid was oozing from breast," and "doctor said it was mrsa." Device has been explanted.

Event description:
Device was explanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Patient reported a left side "deflation" and "knot developed under breast." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side "deflation, knot developed under breast, brown liquid was oozing from breast," and "doctor said it was (B)(6)." Device remains implanted.